Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging particle in device, difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging particle in device, difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer received new information alleged difficulty breathing, nose and throat irritation, shortness of breath in previous report b3 date was 8/17/2022. The correct b3 date should be 11/11/2022. In this report section b3, g3, h6 has been updated/ corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of particles in airway, nasal and throat irritation, difficulty breathing / shortness of breath, difficulty turning device on, device / power cord or supply too hot to touch, device has service required message related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b5 has been corrected and should be reported as: the manufacturer received information alleging particles in airway, nasal and throat irritation, difficulty breathing / shortness of breath, difficulty turning device on, device / power cord or supply too hot to touch, device has service required message related to a CPAP device's sound abatement foam. Section d5 corrected (it was not reported in initial and follow up -1 reports). Section b3 in follow up-1 report was incorrectly captured and corrected in this report. Section h6 corrected and updated in this report.